Event description:
It was reported that the effective pacing was below the lower rate, resulting in patient fatigue, with the patient reporting some symptoms with activity not previously noticed. Intermittent twos (t-wave oversensing) was noted post bi-ventricular pace, resulting in true v-v intervals below the lower rate. The sensing vector was reprogrammed, the rv (right ventricular) sensitivity was raised, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2004. (B)(4).